Manufacturer narrative:
(B)(4). The investigation was completed on 11/09/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient. There was no patient information at the time of this report. The report is based on limited information after six attempts to obtain information. There is no evidence the patient suffered a myocardial event. Return product is not available. (B)(6). Sample collect and test times are unknown. There are no injuries associated with this event. The investigation is underway.